Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the area not being clean before starting pd therapy. The patient was not hospitalized for the event. The patient was treated with injection (inj) vancomycin (2g, frequency and route not reported) and inj amikacin (500mg, frequency and route not reported) for peritonitis. Dianeal 1.5% ultrabag therapy was ongoing. The action taken with dianeal 2.5% therapy was not reported. At the time of this report, the patient was recovered from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.